Event description:
After pressurizing the pouches on the unit, the gauge that reads the pressure dropped to zero, the bags stayed pressurized, however, without an actual pressure reading, did not know how safe the unit was to continue use. Tried several times to use the regulator adjust knob to turn the existing pressure down, could not verify that it had any affect at all.